Manufacturer narrative:
(B)(6). The 110 cm. 5 fr. Powerflex p3 7 x 4 balloon catheter (bc) could not be inflated. There was no report of patient injury. The product was removed from the patient and another bc was used to complete the procedure successfully. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). There was no reported difficulty advancing the device through the vessel to the target lesion. There was no reported difficulty crossing the lesion. The product was never in an acute bend. The product did not kink during use. No additional information including target lesion information is available. The device was returned for analysis. A non-sterile powerflex p3 f5 7 x 4 110cm bc was returned. Per visual analysis, the balloon looked as if it had been previously inflated and deflated. Dry blood residues were observed inside the balloon. No other anomalies were observed. Per functional analysis an attempt to inflate the balloon was unsuccessful. The guide wire lumen was flushed and a guide wired was successfully passed through it. Inflation of the balloon could not be performed due to dried blood in the inflation lumen. After removing the dried blood from the lumen it was successfully inflated but leakage was observed due to a pinhole found on the balloon at approximately 1.9 cm from the distal tip. Per dimensional analysis the od proximal seal was found to be within specification. Per microscopic analysis, a cross sectional analysis was performed and dried blood was found in the inflation lumen. Per sem analysis the external surface revealed scratch marks that could be related to the pin hole. The internal surface did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17103961 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the limited information available for review, vessel characteristics or procedural factors may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. The reported ¿balloon inflation difficulty-unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the inflation difficulty could not be determined during analysis. Based on the limited information available for review, procedural and handling factors may have contributed to the inflation difficulty as evidenced by the pin hole burst and the presence of dried blood in the inflation lumen found during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, the 110 cm. 5 fr. Powerflexpro 7 x 4 balloon catheter (bc) could not be inflated. There was no report on patient injury. The product will be returned for inspection. Additional information received indicated that the product was removed from the patient and another bc was used to complete the procedure successfully. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). There was no reported difficulty advancing the device through the vessel to the target lesion. There was no reported difficulty crossing the lesion. The product was never in an acute bend. The product did not kink during use. No additional information including target lesion information is available. Addendum: during functional analysis, after removing the dry blood from the balloon, it was successfully inflated at last but leakage was observed due to a pinhole found on the balloon approximately 1.9 cm from the distal portion.